Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 12mm in length,target lesion was located in the severely tortuous, severely calcified, and 2.75mm in diameter left circumflex artery. A 12 x 2.75mm taxus liberte drug-eluting stent was advanced to the lesion but failed to cross. The device was removed from the patient's body and it was noticed that the stent was damaged on its proximal third strut. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.